Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable became damaged dog chewing on usb charging cable and was no longer able to be used to charge the pump.the customer's blood glucose level was 117 mg/dl.. A replacement cable was sent to the customer to resolve the issue.